Manufacturer narrative:
Product event summary: analysis confirmed the reported event; flextape component failure, cause unknown. Analysis also found the battery contacts were contaminated.

Event description:
It was reported the epg (external pulse generator) was not working correctly. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the device. Visual inspection revealed no anomalies, device was in good cosmetic condition. Bench analysis revealed an error during power on self-test. There was also an error displayed during calibration - unable to calibrate. The main printed circuit board assembly was replaced with a known good one - unable to calibrate. The heart lead flex was replaced with a known good one. The device then passed calibration and functional testing. The trace continuity was tested, there was a hard open (high impedance). Conclusion: confirmed the service center finding, failure caused by open circuit path continuity at heart lead flex. If information is provided in the future, a supplemental report will be issued.